Event description:
I had essure implanted (B)(6) 2013. When I went in for my dye test on (B)(6) to check for blockage, the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked but I have been experiencing lower abdominal pain in that area for over a month now. I have also been experiencing all over joint pain since the implants.